Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing severe rib and abdominal pain since implant. The pain is present with stimulation turned on and off. A myelogram was taken and showed no anomalies. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on 09/07/2016 to remove and replace the lead. The patient is receiving effective stimulation and abdominal pain has resolved.